Manufacturer narrative:
Additional information: b5, d9, g3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.

Event description:
Additional information received on 6/19/2024: this was discovered during an acl reconstruction procedure, not during a revision surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/3/2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt-2j tightrope ii rt white thread broke when there was about 10 mm left to insert in the graft. The case was completed by pulling the remaining white threads by about 10 mm. This was discovered during a procedure on (B)(6) 2024. Additional information received on 6/11/2024: this was discovered during an acl revision surgery. The case was completed using a new ar-1588rt-2j tightrope ii rt. This occurred while the implant was inside the patient.